Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared due to an unresponsive keypad. The customer's blood glucose was 230 mg/dl. The customer wanted to input information into the device, but it froze and alarmed button error. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons function properly and no button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked lcd window at bottom left and right side corners, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.